Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 400cc mentor memorygel breast implants. Post-operatively, the patient developed high riding, firm and uncomfortable right breast. The patient was diagnosed, via physical examination, with bilateral breast capsular contractures (baker grade IV on the right and baker grade ii on the left). As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2025. During the removal surgery, the implants were identified to have ruptured bilaterally. The replacement devices were two mentor gel implants. This medwatch form is for the left breast prosthesis.